Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infections could not be conclusively determined through this evaluation. Additionally, a direct correlation between the heartmate 3 devices and the reported events could not be conclusively established through this evaluation. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available. The device history records could not be reviewed as the heartmate 3 device serial numbers as well as other specific case/patient information, are not available. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU lists right heart failure, infection, bleeding, stroke, device thrombosis, and death as adverse events which may be associated with the use of heartmate 3 lvas. Section 6 of the IFU outlines indications of right heart failure and the recommended treatment options for patients with right heart failure. Under ¿anticoagulation," this section provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Thromboembolism and infection are also listed as potential late postimplant complications. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Death will be captured in this report, adverse events are captured under MFR #. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist systems (lvas) and the reported patient outcomes could not conclusively be established through this evaluation. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available. The device history records could not be reviewed as the heartmate 3 device serial numbers as well as other specific case/patient information, are not available. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the heartmate 3 (hm3) be associated with right ventricular failure, infection, bleeding, stroke, pump thrombosis, and death. This single-center retrospective study evaluated 14 patients who were implanted with hm3 between (B)(6) 2012 and (B)(6) 2023 and required outpatient inotrope initiation for right ventricular failure. Two patients with a heartmate ii were also included in the analysis results. The median amount of days on inotrope support between all left ventricular assist devices (lvads) was 256. Results showed the rates of hospitalization, pump thrombosis, stroke, and infection were not significantly different when comparing pre-operative and post-operative inotropic initiation (all p > 0.05). Out of the total 21 evaluated patients, 12 died; all 12 patients had elected to pursue hospice care after an average of 250 days on inotrope support. The following outcomes were reported: all 21 patients required hospital readmission, 2 patients experienced an lvad infection, 7 patients experienced bleeding, 6 patients had a stroke, and 1 patient had pump thrombosis. Outcomes were not broken down by lvad type.